Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As the device was manufactured in 2009 the failure of the printed circuit board is most likely due to repeated use over an extended period of time. The dx board processes and outputs video signals, and it is inferred that the image was lost due to this failure. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device referenced in this report has returned to olympus for evaluation. Preliminary findings are reported. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the user's report is confirmed. There is no output/image due to a faulty electrical board. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a visera pro video system center for use, there was no output. There was no patient impact related to this occurrence.